Event description:
A baby was electively re-intubated by physician. Picked up an unopened ett that said it was a 3.0 and it was placed into the baby's trachea. Upon further examination, the ett was actually a 3.5. It was packaged in a 3.0, sealed from the factory, package. Physician would not put the smaller ett in the trachea as the baby had been stressed out enough for the moment. Unopened package marked 3.0 et but actually held a 3.5 et. It was noticed after the baby was intubated. Rt supervisor went through all of our current stock of et tubes and did not find any other mismarked packages.